Manufacturer narrative:
Concomitant medical products: product ID 8870aau01, serial# (B)(4), product type software; product ID 8840, serial# (B)(4), product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the manufacturer¿s representative (rep) indicated that the rep did not contact the pentec nurse to find out what was actually programmed as the doctor did not feel it was necessary, no further actions were taken to resolve the possible programming error, the rep had no further information regarding the resolution of the possible programming error. There was no determination as to the cause of patient not getting enough pain relief because the dye study was successful. The rep did not have information regarding the patients weight, the serial number of the (B)(4) and (B)(4) software card used when the bridge bolus was cancelled as well as the software card version was provided. No further complications were reported

Manufacturer narrative:
Other applicable components are: product ID: 8870, serial# unknown, product type: software. Product ID: 8840, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturers representative (rep)regarding a patient who was receiving morphine (concentration 40mg/ml, dose 6.610 mg/day) via an implantable pump for spinal pain. The patient complained of not enough pain relief for approximately 1month prior to this report date and on this report date they decided to do a catheter access port dye study which was negative. The patient had a refill on the day prior to this report date and the drug concentration was changed from 40mg/ml to 20mg/ml with the same dose. A possible programming error was reported; they cancelled the bridge bolus which had only ~40minutes left and because the catheter access port was aspirated they felt they got rid of all the old drug from the catheter, the rep wanted to confirm that all of the drug was gone but did not have the bridge bolus programming and the technical service agent was unable to confirm accurately whether this was programmed correctly and how much of the old drug was left to deliver if any. Technical service agent calculated the bridge bolus programming based on current numbers and the bolus dose would have been 19.24mg for 69hrs 51min. The rep stated that a nurse programmed the bridge and it was discussed for the rep tocontact them to find out what was actually programmed.